Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under p060027. Analysis is pending.

Event description:
An arrhythmia (ventricular fibrillation) was adequately detected and treated by a shock on (B)(6) 2010 at 08:07. A follow-up was performed shortly after (1h later) and real time tests egms were recorded around 09:00 that day, showing noise sensing leading to v oversensing.